Event description:
It was reported that the ilet pump failed to charge properly despite a solid green indicator on the charging pad and use of a new charger, with device charging for only 10¿15 minutes before stopping and not recovering when left on the pad for hours. Symptoms included low and very low battery alerts. Outcomes included interruption of therapy and the need for device replacement. Investigation included review of engineering logs and troubleshooting with education on shutdown procedures, data sync to the mobile app, and return logistics. Investigation of this case revealed evidence consistent with a charging/power malfunction of the pump, with logs confirming brief charge acceptance followed by cessation, indicative of a device power subsystem issue rather than an external pad status problem. It was concluded, based on previously established findings for similar reports, that the cause was a device electrical or charging component malfunction.